Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). Bubbles were detected during a patient treatment. After detection the team changed to hand crank mode and swapped pump to backup. The patient went on emergency ventilator settings and never desaturated. It was reported there was no risk for the patient.

Manufacturer narrative:
As the device had a bubble alert during treatment, the patient was hand-cranked and the device was switched out. Field service technician has been sent for investigation. According to service order (B)(4) troubleshooting has been performed: full preventive maintenance, safety, calibration, and functionality checks to factory specifications. Results of the troubleshooting: the failure could not be reproduced. The user and service pool has been checked by technical support in (B)(4). Results: the customer has cleared the bubble error alert and switched off the cardiohelp. The hospital also suspected as most probable root cause ¿user error¿. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
(B)(4).